Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with drawer 3.1, row d1 was verified, and it was confirmed that the cubie would not stay latched. A field service engineer found a damaged wire from the row board tray. The wire was replaced. Similarly, drawer 4.2, row b1 was found to have the same issue, and inspection revealed a damaged wire. This was also replaced. Both drawers were tested using the hardware test application (hta), and the customer successfully performed an inventory count, confirming that the drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the 4.2 half-height drawer had an empty spot in row b won't let us insert a cubie. In row a6, they didn't recognize that there was a cubie in there and 3.1 d1 wouldn't keep the cubie inserted, and the customer tried to push it in, and it didn't latch on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the 4.2 half-height drawer had an empty spot in row b won't let us insert a cubie. In row a6, they didn't recognize that there was a cubie in there and 3.1 d1 wouldn't keep the cubie inserted, and the customer tried to push it in, and it didn't latch on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.